Event description:
A patient reported experiencing inaccurate erratic results with a ot bacis enhanced meter. The patient's blood glucose results were 294 mg/dl, 57 mg/dl, 277 mg/dl. Tests were done < 10 minutes apart with a difference of 67%. Patient did not experience any adverse events. No further information has been reported.